Manufacturer narrative:
The ligator head and bands were not returned for analysis. A visual analysis of the returned device revealed that the trip wire was not secured in the handle assembly slot and it did not appear that the trip wire was secured during use. The suture was intact, attached to the trip wire and partially wrapped around the handle spool. An intact suture would indicate that all the bands were deployed, as the suture was pulled off of the ligator head. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. The condition of the returned unit was consistent with the complaint incident that bands were deployed prematurely. The most probable root cause of this failure is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01200 and 3005099803-2013-01203 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used during an evl (endoscopic variceal ligation) procedure, within the "cbd" (common bile duct), performed on (B)(6) 2012. According to the complainant, during the procedure, the physician advanced the first speedband device (MFR # 3005099803-2013-01200) to the target site. However, prior to deployment, "the band was out of control before releasing from the ligating unit". On (B)(4) 2013, follow-up was received, which further confirmed that this reflected an issue where the band prematurely deployed from the device. The device and scope were withdrawn from the patient, and then the device was exchanged with another speedband device (MFR # 3005099803-2013-01203), but the same issue occurred; prior to the attempt, the band prematurely deployed. Reportedly, the procedure was completed using a third speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01200 and 3005099803-2013-01203 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used during an evl (endoscopic variceal ligation) procedure, within the "cbd" (common bile duct), performed on (B)(6) 2012. According to the complainant, during the procedure, the physician advanced the first speedband device (MFR # 3005099803-2013-01200) to the target site. However, prior to deployment, 'the band was out of control before releasing from the ligating unit". On (B)(6) 2013, follow-up was received, which further confirmed that this reflected an issue where the band prematurely deployed from the device. The device and scope were withdrawn from the patient, and then the device was exchanged with another speedband device (MFR # 3005099803-2013-01203), but the same issue occurred; prior to the attempt, the band prematurely deployed. Reportedly, the procedure was completed using a third speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.